Event description:
It was found during a baxter evaluation that a pump has a system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. During evaluation a system error 105 was reproduced caused by a failed motor (flex). The motor assembly was replaced.